Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective x-ray tube in that the emitters of the x-ray tube were broken. The affected x-ray tube has been exchanged as part of the service activity and the system works as specified. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a patient procedure, the customer reported an error message "dose less than 5%" and na x-ray tube error. The patient was safely removed from the system and the procedure was terminated. We are unaware of any impact to the state of health of the patient involved.